Event description:
It was reported that the right ventricular (rv) lead had high chronic high threshold and high impedance. It was also reported that the rv lead was fractured. The lead was attempted to be replaced, however, the vein was occluded. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.